Event description:
It has been reported to philips that there was remote alert of host pc having memory failed message in the power on self test (post). The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the host pc has a memory failed message in the power on self-test. Upon some functional test rse not found any issue. The device was back to normal. No further information regarding the issue has been provided. No problem is detected. The codes were updated based on the investigation outcome.